Event description:
There was a slip during a procedure. Additional information has been requested.

Manufacturer narrative:
Integra has completed their internal investigation on september 19, 2017. Results: evaluation of returned device; the complaint issue is not confirmed - no issues observed when testing unit. The returned unit has passed all specific functional testing requirement. There was a notation of the lock having rotational movement when unit is not under pressure, this however does not violate the quality requirements or relate to causing a slippage. When unit is properly positioned and put under pressure unit would not have slipped. Unit will require pm maintenance preformed at this time. General maintenance and cleaning required. Unit cleaned per protocol. DHR review; no abnormalities related to the reported failure. The devices manufactured during this period passed all required inspection points complaints history; no manufacturing or design related trend has been identified. Post market information will continue to be monitored. Conclusion: the root cause is undetermined at this time. The complaint issue is not confirmed - no issues observed when testing unit